Event description:
Serious injury involving one person. A report was regarding a case of microbial keratitis in the left eye of a customer following 20 days extended wear of focus night and day lenses. The customer had experienced a painful red left eye and visited a hosp eye unit. The pt was detained for observation for 12 days. The infective organism is reported to be staphylococcus haemolyticus. Further info on pt outcome and lot number for the product is being sought. No additional info has been obtained by ciba vision regarding this incident. Upon receipt of any significant info, a follow-up medwatch report will be filed.